Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/29/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion hood piece came off when they attempted to grab the tissue for the needle and did not grab tissue anymore as it was loose. This was discovered during the case with no patient harm.

Manufacturer narrative:
One unpackaged ar-13999mf serial/batch (B)(6) was received for evaluation. Functional testing was not performed because the device was received in a broken condition. A visual inspection revealed that the instrument is missing one of the tip pins. The reported failure is due to wear and tear, reprocessing, and/or excessive force overextending the jaw. The device was manufactured in 2023. The complaint allegation was confirmed. Refer to the investigation pictures.